Event description:
Failed no sensor [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) from the (B)(6) spoke with ikaria regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue and no adverse event occurred. The rt reported second hand that inomax dsir# (B)(4) experienced an alarm condition of failed no fuel cell. The device was removed from service and replaced with a backup inomax dsir delivery system. The rt did not have time to troubleshoot the device due to current workload. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service investigation. Case comment: on (B)(4) 2015: although no adverse patient consequence has been reported with the device issue, it is considered a reportable sentinel case, of which a previous, similar device issue had led to serious adverse patient consequence (index case MDR #3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4) the device investigation was completed on 31-mar-2015. Evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review of the service log revealed a delivery failure (df) alarm followed by a failed low no calibration due to low point counts above maximum low point: 977 counts. The failed low no calibration was followed by failed no sensor alarms and failed low no calibrations. The df alarm was raised due to monitored no>absolute max of 100 parts per million (ppm); actual value: 125 ppm. Rsc investigation confirmed the reported complaint of failed no (nitric oxide) sensor alarm; the alarm was present at bootup. The rsc successfully calibrated the no cell and cleared the alarm. The rsc replaced the no cell. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event/serious adverse event; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).